Manufacturer narrative:
The patient had to return to have the crown replaced. It was confirmed with the doctor's office that the doctor re-cemented the crown with a different batch of the same product without further incident. The patient is doing fine. An evaluation of the returned product was performed for adhesive strength and the product was within specifications.

Event description:
A doctor alleged that one of his patients experienced a loose crown within three days of placement using breeze self-etch cement.